Event description:
Based on info reported by the pt's mother: in 2004 - the pt underwent a ventral hernia repair with a small composix kugel mesh. While at the hospital, the pt developed a fever and complained of abdominal pain. The md ordered an abdominal x-ray, which was negative. The pt was discharged home. Within 24 hrs, the pt was taken back to the hospital and underwent emergency surgery. During this procedure, the mesh was removed. Following this procedure, the pt was septic and placed in a medically induced coma for five weeks. In 2005 - the pt developed a small bowel obstruction and a recurrent hernia. The pt underwent surgical repair of this, and a 12 x 12 piece of composix mesh was placed. The pt had add'l surgeries over the next few yrs for small bowel obstructions. In 2009 - the pt underwent surgery for a small bowel obstruction. Part of the composix mesh was removed at this time due to infection. Adhesions were noted during surgery. A non-bard biologic mesh was place at this time, and the pt developed a non healing wound. A wound vac was placed, and the pt underwent several rounds of antibiotics. The wound is currently being treated with a dry protective dressing, and the pt is being seen at a pain clinic for pain management.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure was alleged, no medical records have been provided and no sample has been returned for eval. The mesh is reported to have been explanted. However, no specific reason for the explant has been given. The pt reported to have developed sepsis and infection after the mesh was explanted. While the mesh was not identified as the source of that infection, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. We have contacted the initial reporter to obtain add'l info and request that the mesh be returned for eval. If add'l info is rec'd, a supplemental MDR will be submitted. Refer to MDR 1213643-2012-00183 for info regarding the composix mesh implanted in 2005.